Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. Upon power up of the roller pump the pst observed the display to be distorted. The pst disconnected the roller pump display to pump board cable and then reconnected it. The roller pump was powered on again and displayed as intended. It was determined that the roller pump display did not function as intended due to a loose connection of the display to pump board cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.